Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2007 the patient underwent excision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 6/10/2016. (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal tape, obturator sling, cystoscopy with bladder hydro distention, bladder biopsy and fulguration. It was reported that following insertion the patient experienced urinary urgency, frequency, and discomfort. It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6).